Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, during a routine check, the cs300 intra-aortic balloon pump (iabp) unit has electrical test fault code 50 and "battery maintenance due" on user screen. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
A getinge filed service engineer fse evaluated the unit and confirmed faults logs electrical test fails code 50. The fse replaced 5000 hr kit and troubleshot the unit as per service manual. All functional and safety tests per factory specifications were performed.